Event description:
It was reported after inserting the intra-aortic balloon (iab) in the patient the balloon did not inflate. As a result, the iab was replaced and the procedure was performed on the patient using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint that the "balloon did not inflate" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported after inserting the intra-aortic balloon (iab) in the patient the balloon did not inflate. As a result, the iab was replaced, and the procedure was performed on the patient using the same insertion site. There was no report of patient complications, serious injury, or death.